Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00595004702, nexgen mis tibial component fixed bearing, lot # 60692574, catalog #: 00595006700, mis drop down stem plug, lot # 60372372, catalog #: 00596204012, nexgen fixed prolong articular surface, lot # 60503405, catalog #: 00597206535, all ply patella component, lot # 60850931, catalog #: 00596401652, femoral component lps flex prolong, lot # 60676908. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being used bone cement. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received an initial knee arthroplasty approximately 10 years ago and was revised about 2 years after the initial procedure due to aseptic tibial loosening.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device had marks and it was stated in the primary operative notes that the tibial component was loose as well as the fact that the tibial was not adhering to the cement. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.